Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 7.2mmol/l. Customer stated that there is crack in select button, pump didn't fall. The customer was advised that return the pump and we will replace it.

Manufacturer narrative:
The insulin passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and leak test. No stuck button alarm noted. All buttons function properly. No damage noted on the keypad traces. The insulin pump was received with minor scratched display window, pillowing keypad overlay, cracked keypad overlay at the select button, scratched case and a fading serial number label.